Event description:
Elegance clinical study. It was reported that dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was in the right distal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 200 mm and (B)(4) stenosis and was classified as tasc ii d lesion. Pre-dilatation in the target lesion was performed with 5 mm x 100 mm sterling balloon. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6.0 mm x 200 mm. Following post dilation with 5 mm x 100 mm sterling balloon, the final residual stenosis was noted to be (B)(4). The second target lesion was in the right mid superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 120 mm and (B)(4) and was classified as tasc ii b stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6 mm x 150 mm. Post treatment 7 mm x 120 mm eluvia stent was implanted. Following post dilation with 6 mm x 100 mm armanda balloon, the final residual stenosis was noted to be (B)(4). The third target lesion was in the right proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 40 mm and (B)(4) stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6 mm x 150 mm. Following post treatment with 7 mm x 120 mm eluvia stent, the final residual stenosis was noted to be (B)(4). On (B)(6) 2021, during treatment of the first and second target lesion, subject was noted with complication of dissections with severity grade of d and residual stenosis of (B)(4). As a response, bailout stent was implanted, and the complication was resolved. It was further reported that on (B)(6) 2021, during the index procedure, dissection with severity grade d was noted in right distal sfa (target lesion 001) and right mid sfa (target lesion 002) due to sterling pta balloon. The site confirmed that the sterling pta balloon used in target lesion 001 was the same sterling balloon to predilate the target lesion 002. In response, a non-bsc supera bare metal stent 5 mm x 100 mm was implanted in right distal sfa to treat the target lesion 001 and eluvia drug eluting stent 7 mm x 120 mm (study device) was implanted in right mid sfa to treat target lesion 002 respectively. Post treatment, the final residual stenosis in the target lesion 001, 002 was noted to be (B)(4). On the same day, the complication was resolved. On (B)(6) 2021, the subject was discharged from the hospital on aspirin.

Manufacturer narrative:
A1. Patient identifier: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2021 as a part of the (B)(6) trial. The first target lesion was in the right distal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 200 mm and 99% stenosis and was classified as tasc ii d lesion. Pre-dilatation in the target lesion was performed with 5 mm x 100 mm sterling balloon. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6.0 mm x 200 mm. Following post dilation with 5 mm x 100 mm sterling balloon, the final residual stenosis was noted to be 0%. The second target lesion was in the right mid superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 120 mm and 70% and was classified as tasc ii b stenosis. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6 mm x 150 mm. Post treatment 7 mm x 120 mm eluvia stent was implanted. Following post dilation with 6 mm x 100 mm armanda balloon, the final residual stenosis was noted to be 0%. The third target lesion was in the right proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 40 mm and 70% stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6 mm x 150 mm. Following post treatment with 7 mm x 120 mm eluvia stent, the final residual stenosis was noted to be 0%. On (B)(6) 2021, during treatment of the first and second target lesion, subject was noted with complication of dissections with severity grade of d and residual stenosis of 0%. As a response, bailout stent was implanted, and the complication was resolved.